Event description:
It was reported that the patient's right ventricular (rv) lead exhibited random failure to capture events. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.